Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal in (B)(6) 2016') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vulvovaginal candidiasis ("I did a candida cleanse I used to all the time at least once every 6 weeks"), dental caries ("I have a cavity"), noninfective gingivitis ("severely inflamed gums") and gingival bleeding ("gum bleeding"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, dental caries and gingival bleeding outcome was unknown and the vulvovaginal candidiasis had resolved. The reporter considered dental caries, gingival bleeding, medical device removal, noninfective gingivitis and vulvovaginal candidiasis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, bacterial vaginosis most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information updated. Event: I have a cavity, severely inflamed gums, gum bleeding were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal in (B)(6) 2016') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vulvovaginal candidiasis ("I did a candida cleanse I used to all the time at least once every 6 weeks"), dental caries ("I have a cavity"), noninfective gingivitis ("severely inflamed gums") and gingival bleeding ("gum bleeding"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, dental caries and gingival bleeding outcome was unknown and the vulvovaginal candidiasis had resolved. The reporter considered dental caries, gingival bleeding, medical device removal, noninfective gingivitis and vulvovaginal candidiasis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal in (B)(6) 2016') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bacterial vaginosis ("I did a candida cleanse I used to all the time at least once every 6 weeks"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown and the bacterial vaginosis had resolved. The reporter considered bacterial vaginosis and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, bacterial vaginosis. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal in (B)(6) 2016') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vulvovaginal candidiasis ("I did a candida cleanse I used to all the time at least once every 6 weeks"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown and the vulvovaginal candidiasis had resolved. The reporter considered medical device removal and vulvovaginal candidiasis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, bacterial vaginosis. Amendment: the report was amended for the following reason: coding correction: the previous event " I did a candida cleanse I used to all the time at least once every 6 weeks" was recoded to candida vaginal. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.